Event description:
The customer reported failing white blood cell (wbc) aperture and a drop of diluent leaked from the probe of the coulter ac·t diff analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a white blood cell (wbc) aperture alerts and the probe leaked during startup. The fse also observed the pinch valve lv8 was not actuating. The fse replaced the pinch valve lv8 to resolve the leak issue. The fse also adjusted the aperture voltage ratio (avr) to resolve the wbc aperture alerts. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).